Event description:
It was reported that the patient sought medical attention at the emergency room (B)(6) 2026 with borderline diabetic ketoacidosis. The patient¿s blood glucose levels rose to 527 mg/dl while wearing the pod for longer than 48 hours. The patient attempted to bring down their blood glucose levels by administering boluses of insulin using the pod, however this was unsuccessful. Reported symptoms include nausea, vomiting and abdominal pain. The patient was treated with fluids and unspecified medication for nausea. It was also reported that the patient has labs done while in the emergency room, however the nature and results of these tests were not reported. The patient was released later the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs8bzbb. Hardware: sm-s938u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.